Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a bilateral mandible fracture procedure, two drill bits broke. Both surgeons chose to hand drill rather than drill using power. One surgeon felt that he gets a better result by hand drilling rather than power drilling. Consultant did advise the surgeons that the drill is meant to be used with power. The broken drill bit tips were retrieved. Surgeons then used another drill bit to complete the procedure with no further problems and no harm to patient. Broken drill bits were discarded. This is report 2 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Additional product code for this report includes dzj.